Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) unit display is fuzzy. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, e1(name & email), g2(health prof added), g3, g6, h2, h10, h11corrected sections: b5, b6, b7, d10, e3, h6(health clinical & impact)

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse reseated all video cables and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is displaying fuzzy.